Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (disease progression, neck dilation, type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, neck dilation, type ii endoleak).

Event description:
A talent stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm approximately two years four months ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the patient recently presented with back pain. The CT demonstrated that there was disease progression with thoracic neck dilatation resulting in a distal type I endoleak. The physician elected to implant a valiant captivia stent graft distally and the endoleak resolved. Additionally, an angiogram revealed that there was a type ii endoleak, with no intervention performed at this time. No additional clinical sequelae were reported and the patient is fine.